Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 12 cm and 13 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that patient came in to the emergency department stating that her PICC that was put in on (B)(6) 2023 was now leaking when flushed. Upon investigation via chest xray, PICC was kinked in patients arm. When PICC removed, it was found to have a large hole at the 17cm mark. Additional information received (B)(6) 2023: patient experienced leaking from PICC insertion site, plus pain in her arm. Patient had to have the PICC line removed and a new PICC put in. Great difficulty trying to get a new PICC line in place as we only had her right arm to use and the existing PICC was in the right arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that patient came in to the emergency department stating that her PICC that was put in on (B)(6) 2023 was now leaking when flushed. Upon investigation via chest xray, PICC was kinked in patients arm. When PICC removed, it was found to have a large hole at the 17cm mark. Additional information received 03 october 2023: patient experienced leaking from PICC insertion site, plus pain in her arm. Patient had to have the PICC line removed and a new PICC put in. Great difficulty trying to get a new PICC line in place as we only had her right arm to use and the existing PICC was in the right arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported by the customer that patient came in to the emergency department stating that her PICC that was put in on (B)(6), 2023 was now leaking when flushed. Upon investigation via chest xray, PICC was kinked in patients arm. When PICC removed, it was found to have a large hole at the 17cm mark. Additional information received 03 october 2023: patient experienced leaking from PICC insertion site, plus pain in her arm. Patient had to have the PICC line removed and a new PICC put in. Great difficulty trying to get a new PICC line in place as we only had her right arm to use and the existing PICC was in the right arm.